Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-dec-2015, an fse conducted a follow up with the customer over the phone to address the reported event. During troubleshooting, the fse advised the customer to reduce the duty cycle on the wash and diluent pump as the flow for each was excessive. The customer ran quality controls (qc) and were in assay range. The analyzer was verified to be operational. There was no further action by fse. The most probable cause of the reported event was excessive wash and diluent pumping.

Event description:
On (B)(6) 2015, a customer that there was fluid in the overflow tubing with their aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.